Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification via abiomed¿s long-term outcome and quality indicator impella registry was received regarding a patient who experienced non-sustained ventricular tachycardia during impella supported bioprosthetic mitral valve replacement; one shock was administered. Additionally, per the registry, the patient experienced atrial fibrillation post bioprosthetic mitral valve replacement and left atrial appendage ligation. Cardioversion was done prior to discharge, and the patient recovered with no sequelae. The registry indicated the events are possibly related to the impella device.